Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had corrosion inside the light guide lens, in the adhesive around the light guide lens and the objective lens, in the bending section cover and in the forceps elevator. There was no patient involvement.